Event description:
This is report 2 of 2 involved in this event. This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient was not hospitalized for the peritonitis. The patient began treatment with vancomycin and was recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4) a batch review was conducted for potentially associated lot numbers h13c07061, h13c21021, and h13d25038 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).